Manufacturer narrative:
This report is submitted on april 12, 2018, (B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced inflammation at the abutment site and subsequently underwent skin revision under a general anaesthetic during an abutment change on (B)(6) 2017.